Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The device was evaluated upon receipt. Failed heater. Replaced heater. Functional and safety tests performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device heater was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone number that is available is (B)(6). The complete initial reporter customer name is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device heater was defective.